Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2024 was used as estimate, as it was reported that the hematuria started in (B)(6) 2024.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced hematuria; therefore, a cystoscopy was performed, and urethral erosion was identified. The patient underwent a surgical procedure to remove all the components, and several months later a new aus was implanted. There were no device issues and no additional patient complications.